Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. Product labeling states: "interpretation of the results all initially reactive or borderline samples should be redetermined in duplicate using the elecsys hbsag ii assay. If cutoff index values < 0.90 are found in both cases, the sample is considered negative for hbsag. Initially reactive or borderline samples giving cutoff index values of = 0.90 in either of the redeterminations are considered repeatedly reactive. Repeatedly reactive samples should be investigated using a neutralization test (elecsys hbsag confirmatory test). Only results confirmed according to recommended confirmatory algorithms are regarded as positive for hbsag." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Single false reactive results are covered by the specificity claim of the assays. The hbsag g2 elecsys cobas e 100 v2 assay is performing according to specifications, as the calibration and qcs are within the specified ranges.

Event description:
The initial reporter alleged discrepant hbsag g2 elecsys cobas e 100 v2 assay results for two patient samples tested on the cobas e 411 analyzer (rack system). Patient sample 1 the initial result was 1.91 coi (reactive). The first repeat result was 0.466 coi (non-reactive). The second repeat result was 0.440 coi (non-reactive). Patient sample 2 the initial result was 1.26 coi (reactive). The first repeat result was 0.476 coi (non-reactive). The second repeat result was 0.528 coi (non-reactive).

Manufacturer narrative:
In the initial medwatch, the first line of b5 describe event or problem should have been: "the initial reporter alleged discrepant elecsys hbsag ii assay results for two patient samples tested on the cobas e 411 analyzer (rack system)." Instead of: "the initial reporter alleged discrepant hbsag g2 elecsys cobas e 100 v2 assay results for two patient samples tested on the cobas e 411 analyzer (rack system)."